Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download histories. The daily insulin delivery history is inconsistent due to time and date resets. The data for the time of the reported incident is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed a cracked display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The patient reviewed the pump settings and reported that the basal rate was set at 0.6 units/hour at 12:00am; there were no other basal rate settings. He stated that the correct basal rate settings were 1.500 units/hour at 12:00am, 1.575 units/hour at 7:00am, and 1.450 units/hour at 1:00pm. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient reported that he programmed his pump incorrectly 2 days ago. He stated that his current blood glucose was elevated (428 mg/dl) and he felt chest pain. He received assistance to correct the pump's basal program settings and treated the elevated blood glucose via the pump.